Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device pb6899 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were x-rays or any radiological tests performed? Please provide location and size of the needle tip, if retained in the patient. If retained, are any plans in place to remove the needle tip? We do not have additional information. Once we have progress we will notify immediately.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2019 and suture was used. The needle tip broke in the patient at the time of use and it was not found. There were no adverse patient consequences reported. Additional information was requested.